Event description:
Spontaneous call patient reports freedom pump is making a ticking noise and sounds like it will stop functioning. Patient states he's had the same pump for about 2 years. New pump being sent to patient. Indication: chronic obstructive pulmonary disease, unspecified, obstructive sleep apnea (adult) (pediatric). Nonfamilial hypogammaglobulinemia. Reported to (B)(6) by pt/caregiver.